Manufacturer narrative:
The reported events of failure to capture and low pacing impedance were not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the right ventricular lead perforated through the right ventricle apex. The perforation was discovered by a drop in impedance and lead not capturing. The lead was explanted and replaced. The patient was in stable condition.